Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The caller stated that the insulin pump alarmed motor error during a bolus attempt, so the device was allowed to rest during the rewind process. She also reported that the insulin pump had alarmed button error more than a month prior to the motor error while the customer was sleeping. The customer's mother also stated that the customer tried to clear the alarm and had to take the battery out to reset the device. She also reported that the insulin pump alarmed lost sensor. She was unsure whether the sensor was damaged upon removal. The caller did not know the blood glucose. The customer did not observe any significant events leading to the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the insulin pump and passed motor test. The minilink transmitter communicates properly with insulin pump. No lost sensor alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.